Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that no sound was generated when trying to determine fetal heart rate despite the volume being set to maximum. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Additional information received indicating the transducer was faulty. This is no longer considered a reportable event. Failure to measure ultrasound would be detectable by the user and would prompt the clinician to use alternative methods of monitoring or to troubleshoot the monitor. As part of a fundamental use model for this device to monitor the fetal heart rate (fhr) using ultrasound, it is necessary for the clinical staff to locate the fetal heart using sound generated by the ultrasound transducer. A defect transducer would in addition not provide a fetal heart rate. As part of a fundamental use model for this device to evaluate the trace for suspicious trace patterns. A trace pattern is the conjunction between the fetal heart rate and the contractions. A missing fhr would be immediate obvious.